Event description:
It was reported that during the implantation surgery, an attempt was made to implant this right atrial (ra) lead; however, it was unsuccessful due to high, out-of-range pacing impedance measurements exceeding 3000 ohms. As the lead was already connected to the pacemaker, the physician attempted to disconnect and reconnect it; however, the elevated impedance measurements persisted. Consequently, the decision was made to implant an alternative ra lead. No adverse patient effects were reported. This ra lead has been received for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was thoroughly analyzed. Visual inspection confirmed that the whole lead was returned. The helix was retracted and there was dried blood/tissue within the helix housing. Resistance testing found that the lead was not electrically continuous. Detailed analysis confirmed that the outer conductor coil had a break approximately 15 millimeters from the terminal end. Based on the characteristics of the fracture, it was determined that it was consistent with a ductile fracture. Analysis concluded that the clinical observation of high out of range pacing impedance measurements was likely caused by the confirmed fracture.

Event description:
It was reported that during the implantation surgery, an attempt was made to implant this right atrial (ra) lead; however, it was unsuccessful due to high, out-of-range pacing impedance measurements exceeding 3000 ohms. As the lead was already connected to the pacemaker, the physician attempted to disconnect and reconnect it; however, the elevated impedance measurements persisted. Consequently, the decision was made to implant an alternative ra lead. No adverse patient effects were reported. This ra lead has been returned and analysis performed.